Manufacturer narrative:
H.6. Investigation: one picture sample was provided alongside the reported incident; however, the picture only revealed the product information and not the sample in question. To further investigate this issue, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation by our quality engineer team. The retained samples were examined and no defects were observed. A device history record review was performed for provided lot number 2002297 and the review revealed a quality notification during the production process related to the syringe barrel mold. During the production process an error with the barrel mold injection process was identified. The defect was observed during manufacturing and the defective products were believed to have been eliminated; however, it is possible that this incident resulted from a missed defective barrel.

Event description:
It was reported that syringe 10ml ls emerald leaked during use. The following information was provided by the initial reporter: the leakage occurred at stopper, resulting in a spillage of product. This minor incident is isolated. Customer update : the liquid was not blood or a chemotherapy product. The volume when the leakage occurred is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ls emerald leaked during use. The following information was provided by the initial reporter: the leakage occurred at stopper, resulting in a spillage of product. This minor incident is isolated. Customer update : the liquid was not blood or a chemotherapy product. The volume when the leakage occurred is unknown.